Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 9/23/2013 with the following findings: visual inspection of the pump showed some cosmetic defects. Investigation revealed that the display screen was dim and faded upon startup. Pump cover was removed, the display screen was replaced with a test screen, and the test screen was functioning properly. Unrelated to this complaint, a crack was observed along the threads of the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.